Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely there was no abnormality with the subject device and there was a problem with the connected video cable which was caught inside the arm.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device disappeared when the user touched the arm which was used in the same component during the unspecified procedure. The field service engineer of olympus (B)(4) (oekg) checked the subject device at the user facility, it was found that the video cable connected to the subject device was caught inside the arm and the image of the subject device was not displayed. Finally it was found that the reported phenomenon might have been occurred due to parallel connection to the subject device and another video processor. There was no patient injury associated with this report.